Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the boyer-8n2 aux drawer 3 not detected on bus. The field service engineer found that ball bearings were falling out, indicating damage to the rails. Additionally, the retractor band receptacle was physically damaged as a result of the bad rails. The engineer replaced both rails to address the ball bearing issue and also replaced the drawer controller board to resolve the detection issue. After replacing the damaged components, they tested the drawer to ensure it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary drawer not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.